Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon investigation, the rear back response button dome was missing. The cause for the failure was caused by the rear response button center/dome was missing. The root cause of the missing dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.